Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product distributor reported on behalf of the product user that during insulin infusion, the pump alarmed occlusion, "alarm 2." According to the reporter, an occlusion originating in the infusion set tubing caused the patient's blood glucose levels to rise. According to the reporter, the patient administered a correction bolus. No permanent injury was reported.